Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 9337157. Medical device expiration date: 2022-11-30. Device manufacture date: 2019-12-03. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autog bc wing pnk 20ga x1.16in catheter was discolored. The following information was provided by the initial reporter: material no: 382634, batch no: 0196769, 9337157. It was reported that the catheter colors were very pale, not pink. Event information: bd date of awareness: 10/12/2020. Date of occurrence: 10/12. Placement/explants dates: 10/12. Placement info: event occurred in the preop surgery center. A detailed description of the event: noticed the catheter colors were very pale. Was there patient harm reported?: no.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/13/2020. H.6. Investigation: our quality engineer inspected the samples and photograph submitted for evaluation. Bd received ten unopened units from lot number 9337157. No units were received from lot number 0196769. Additionally, one photo was received which displayed the bottom web side of the units. Through the visual examination, the units were inspected and checked for sufficient coloring. Six units were found to be outside of the color specification. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an operator error during the molding process. Discoloration of the adapter most likely occurs during the molding process if the adapter did not receive the appropriate amount of colorant mixed with the base color. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that insyte autog bc wing pnk 20ga x1.16in catheter was discolored. The following information was provided by the initial reporter: material no: 382634 batch no: 0196769, 9337157. It was reported that the catheter colors were very pale, not pink. Event information: bd date of awareness: 10/12/2020. Date of occurrence: 10/12. Placement/explants dates: 10/12. Placement info: event occurred in the preop surgery center. A detailed description of the event: noticed the catheter colors were very pale. Was there patient harm reported?: no.